Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the pacemaker was swelling up. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The left ventricular (lv) lead was explanted.